Event description:
It was reported to manufacturer, by facility; (B)(6), per facility, a one staff person was making the lift transfer, from the shower chair to the resident bed, staff was holding onto the corner of the sling and trying to guide the lift at the same time. While trying to re-position the lift the resident slid out of the sling and fell to the floor and hit her head. Resident was taken to hospital by ambulance arrived at the hospital unresponsive. CPR was initiated, however resident did not respond. At time of incident, facility was using an incorrect device combination i.e., a hoyer sling model 50020 on the titan x lift, (B)(6) resident in a 600 lb sling, with the 1000 lb titan x lift. The sling may have connected to the lift, but it sounds as though the extra large sling was too big for the resident, and the sling and lift are of different manufactures. Joerns, the manufacturer of the sling, states in our manuals as well as directly applied to the slings "use only genuine hoyer parts; hoyer slings and lifters are not interchangeable with other manufacturer's products. Using other manufacturer's products on hoyer products is unsafe and may result in serious injury to pt and/or caregiver."